Event description:
The consumer was a passenger in a car when the bolts that hold down the top of the base allegedly "let loose", causing him to fall forward into the dashboard head first. No serious injury is alleged.

Manufacturer narrative:
No injury reported. Info rec'd indicates user was a passenger in a car. While seated in his chair, the seat allegedly came loose and the user hit their head on the dashboard. Current user guide covers this area. As of this date, the dept of transportation has not approved any tie-down systems for transportation of a user while in a wheelchair, in a moving vehicle of any type. It is invacare's position that users of wheelchairs should be transferred into appropriate seating in vehicles for transportation and use be made of the restraints made available by the auto industry. Invacare cannot and does not recommend any wheelchair transportation systems. As a courtesy the chair was replaced. MDR filed as a conservative measure.